Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was going to be seen later today because of stimulation shocking them at ins site. Caller has limited information and doesn't know patient info. Technical services (ts) reviewed programmer use with caller as patient doesn't have a remote control. Patient was seen in the ER earlier but they were unable to address the issue so now being seen in clinic today. Ts sending info about turning off stim using programmer to healthcare provider (hcp) seeing patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.